Manufacturer narrative:
The field service engineer replaced the front bezel. All required tests passed. The navigation-ring failures have been attributed to liquid ingress; liquid ingress, specifically of cleaning solutions and related debris, can cause erratic settings, intermittent operation, and general encoder failure by causing shorts in the electronic components. The device was not being used for medical treatment; no further details were provided regarding the event. No patient or user harm was reported.

Event description:
The customer contacted product support and reported that the values changed back and forth when attempting to set changes. The customer reported that the unit was not in use on a patient.